Event description:
An alarming issue was reported with the adc device. A customer reported that the sensor¿s high alarm failed to trigger when the customer¿s glucose level had risen to 470 mg/dl. As a result, the customer experienced lightheadedness, nausea, and exhaustion, and the customer was seen in a hospital where they were injected with insulin (dose/type unknown) for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. An linearity test was performed with the sensor and a known good the reader to test for low/high alarm, and the low/high alarm successfully activated. Since the returned sensor and reader communicated successfully and the low/high alarm was successfully activated was observed, it confirmed that the combination of the returned sensor and known good reader were found to be functioning properly. No malfunction or product deficiency was identified. Therefore, this complaint is not confirmed. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.